Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a just right stapler procedure on (B)(6) 2025, the physician reported that during a surgery to separate a pedicle from a kidney the staple was fired and the staple line was deployed correctly but ooze started to come out of the vessels which were small. The physician attempted to fire another staple line but could not deploy it so he used a clip which was placed proximal to the oozing to give complete control. Patient was discharged in normal time frame. No other injury reported.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted on the stapler, the safety lock was broken, and the staple deployment and cut lever had a small crack in the section nearest to the "safety lock". Regarding the reload, there were no signs of physical damage. Functional testing was conducted on the stapler and since the safety lock was cracked, the stapler could not be actuated. An additional device stapler unit from the manufacturer was used to properly challenge the reload, and it has worked as intended (could be assembled, fired the staples, and cut the tissue). Hence, the complaint can be confirmed and related to the stapler handpiece and how it was used, since the reload was working as intended. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.